Event description:
It was reported that the pump became wedged in between objects and became shattered and unresponsive. Customer¿s blood glucose was 86 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.